Event description:
It was reported that the patient had an infection following their trial procedure. The patient's trial leads were then removed, and the patient is currently on oral antibiotics. No further information is available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.